Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of an insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge correctly and successfully resumed insulin therapy, resolving the issue.